Event description:
It was observed that during the device evaluation, the evis pleura videoscope had corrosion of the bending rubber adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the observed corrosion is likely insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.